Event description:
It was reported that during a da vinci si prostatectomy procedure a surgeon was complaining that the grasper was not holding tissue. The surgical assistant removed the forceps and a scrub nurse inspected it noting small wires were fraying. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.